Manufacturer narrative:
(B)(4).our investigation into the reported complaint is currently in progress.we will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the temperature display on an mr850 respiratory humidifier showed a temperature of "over 50 degrees". When transferring the humidifier, the hospital staff came into contact with the warmed water from the humidification chamber resulting in some level of skin injury. The reported incident occurred during device setup, prior to patient use.

Manufacturer narrative:
(B)(4). Method: the medical physics technician of the hospital and the affected hospital staff tested the complaint mr850aek respiratory humidifier to replicate the reported fault. The complaint humidifier, 900mr869 temperature/flow probe and 900mr800 heater wire adapter were eventually returned to fph service centre in (B)(4) office for visual inspection and performance check. Results: the reported temperature display of over "50 degrees" was not replicated when the humidifier was tested in the hospital. It functioned normally during testing. No physical damages were noted with the returned devices when visually inspected in the fph service centre. It passed both calibration and performance checks. Conclusion: no fault was found with the returned mr850aek humidifier and its accessories. The mr850 has numerous safety features which prevent high temperature being delivered to the patient. It has operational alarms, which are generated when problem occurs with the humdifier. The mr850 product technical manual states the following for high temperature displayed on the humidifier: "the humidifier will immediately alarm if at any time the displayed temperature exceeds 41 degrees c, or if the airway temperature exceeds 43 degrees c. If either of these high temperature alarms occur, the humidifier will immediately shut down the heater-wire and heater-plate". Further information received from the hospital revealed that the warmed water that spilled on the hospital staff "caused a red mark on her skin for a few hours" but "she did not seek any medical treatment".

Event description:
A hospital in the (B)(4) reported that the temperature display on an mr850 respiratory humidifier showed a temperature of over 50 degrees.the reported incident occurred during device setup, prior to patient use.